Manufacturer narrative:
The event occurred outside of the united states, while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa meter, compared to a lab result, within 10 minutes: 567 mg/dl (performa meter) and 220 mg/dl (lab) no adverse event reported. Return of the suspect device was requested for evaluation. (Lab).